Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Whole centre of the bristle was missing, with only the outer ring remaining / bashing teeth with plastic rather than bristle [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 12-feb-2017 that last week she was brushing her teeth with an oral-b brushhead, version unknown when, to her horror, she was suddenly bashing them with plastic rather than bristle. She described that the whole center of the bristle was missing, with only the outer ring remaining. She purchased her oral-b rechargeable toothbrush, version unknown just after christmas. The case outcome was unknown. No further information was provided. On 17-feb-2017 received consumer's follow-up phone call: the consumer reported that the brush head was the one that came with her toothbrush. It was the first brush head that she'd used and it had never been dropped. The logo did not come off when scratched. The case outcome remained unknown. No further information was provided.